Manufacturer narrative:
(B)(4). Device #1: batch: 2101260329, date of manufacture: 24 aug 2020, UDI: ((B)(4). Device #2: batch: 2101359408, date of manufacture: 28 oct 2020, UDI: (B)(4). Method: the complaint rt132 infant continuous flow breathing circuit was not returned to fisher & paykel healthcare (f&p) for evaluation. However, a sealed rt132 circuit sample was received. Our investigation is based on the information provided by the customer and the knowledge of our product. Results: the customer stated that two rt132 infant continuous flow breathing circuits had a long pressure line that was unable to be inserted correctly into the ventilator. The returned sealed rt132 circuit sample was inspected revealing no damage or moulding defect and was able to be connected to the ventilator and generator. Conclusion: without the complaint device we are unable to determine what may have caused the reported failure. There was no fault found with the returned sealed rt132 circuit sample. All rt132 infant continuous flow breathing circuits are visually inspected, and pressure tested prior to being released for distribution, and those that fail are rejected. The subject rt132 infant continuous flow breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt132 infant continuous flow breathing circuit states: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." - "failure to comply with any of the following warnings may impair performance of the device or compromise safety (including potentially causing serious harm)."

Event description:
A healthcare facility in (B)(6) reported that two rt132 infant continuous flow breathing circuits had a long pressure line that was unable to be inserted correctly into the ventilator. There was no patient involvement.

Manufacturer narrative:
(B)(4). Device #1: batch: 2101260329, date of manufacture: 24 aug 2020, UDI: ( (B)(4). One of the complaint rt132 infant continuous flow breathing circuits is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that two rt132 infant continuous flow breathing circuits had a long pressure line that was unable to be inserted correctly into the ventilator. There was no patient involvement.